Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported decrease in flow to 0 liters per minute (lpm) resulting in low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent outcome could not be conclusively established through this evaluation. The controller event log file contained events from 26feb2023. Throughout the entirety of the file, flow ranged from 0.0 ¿ 0.9 lpm which resulted in a continuous low flow hazard alarm. No other notable events were observed. Despite the decrease in flow, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the event, as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction,¿ provides a list of adverse events, including cardiac arrythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ventricular tachycardia (vt) mapping and ablation on (B)(6) 2023. On (B)(6) 2023, it was reported that the pump had been reading 0 flow for about 6 hours. The patient underwent extracorporeal cardiopulmonary resuscitation (ecpr) with ECMO cannulation. The event log captured the constant low flow events along with the flow reading of zero throughout the log file. It was later communicated that the patient expired due to bowel ischemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.